Manufacturer narrative:
(B)(4). The transfer set was returned, and the evaluation was completed. Visual inspection (microscopic and naked eye) discovered damage to the patient adapter. Underwater leak, clear passage and clamp functional tests were performed with no issues noted. The internal diameter of the patient adapter was measured, and it was within specification limitations. A batch review of the associated lot number was performed, and it revealed no abnormalities during the manufacture of the lot. Although damage was found on the patient adapter, the transfer set was able to pass all subsequent testing and measured within specification limits. The reported connection issue was unable to be verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a gap was observed between the patient connector of the uv flash transfer sets and the titanium adaptor. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 1 of 2.